Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per email correspondence, the requested surgical records and x-rays are unavailable. Without the requested documentation, the clinical root cause of the stiffness cannot be concluded. The patient impact beyond the revision cannot be determined. No further medical assessment can be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after a right tka with gii constructs was performed on an unknown date, the patient experienced stiffness. A revision surgery was performed on (B)(6) 2021 to treat this adverse effect. The gii oxin p/s fem right sz 7 (case: (B)(4)), the gns ii cmt tib size 6 right (case: (B)(4)), and the gii ps insert sz 5-6 9mm (case: (B)(4)) were explanted. It is unknown what new devices were implanted to the patient. No other complications were reported. The patient outcome is unknown.